Manufacturer narrative:
This is 1 of 2 reports.

Event description:
It was reported that during the coil embolization procedure, the first coil(subject coil) was already detached in the aneurysm which got tangled with the second coil. Both the coils were removed together and thrombus was observed after removing the coils. The patient was administered with medication, heparin, urokinase and tirofiban (unknown dosage). There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the delivery wire was kinked/bent likely due to handling. The main coil was kinked/bent and stretched. During functional testing the main coil and delivery wire were advanced from the catheter with slight resistance. The returned coil was noted to be damaged. It is likely that the main coil was damaged during placement and the main coil became tangled in the previously placed coil. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the coil embolization procedure, the first coil(subject coil) was already detached in the aneurysm which got tangled with the second coil. Both the coils were removed together and thrombus was observed after removing the coils. The patient was administered with medication, heparin, urokinase and tirofiban (unknown dosage). There were no clinical consequences reported to the patient.